Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient was not receiving effective therapy due to high impedances. As a result, the lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, resistance testing for the returned lead terminal end passed continuity and isolation testing. The cause of the event is consistent with damage during use.